Manufacturer narrative:
The impacted product was received by the failure analysis lab on 10/8/2019. On 10/8/2019 mentor received additional information. In addition to the left sided deflation reported previously, bilateral ptosis was also noted. 1645337-2019-22866 was created for the contralateral prosthesis. The investigation of the returned device was completed by the failure analysis lab on 10/25/2019. Device evaluation summary: according to the reported information, the patient developed anisomastia and experienced deflation of the breast implant. During evaluation of the device it was observed to be intact. Leak testing revealed there was leakage from the valve, also a tear was noted on the posterior view measuring approximately less than 0.1 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation concomitant products: mentor smooth round moderate plus profile 250cc saline prosthesis, catalog #3502250, serial #(B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 250cc saline prosthesis experienced left sided deflation post procedure. The deflation was confirmed by a physician. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 150cc saline prostheses was performed. Mentor received both serial number (B)(4) as possible serial numbers for the impacted product. If clarification is received, then a supplemental report will be submitted.